Event description:
It was reported that during removal of the right ventricular(rv) lead the atrial lead was dislodged. The atrial lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) : the distal segment of the lead was returned and analyzed; analysis revealed a breach due to clavicle-rib crush) on the outer insulation. All conductors were distorted, stretched and had blood/body fluid (not obstructed) on them. There was an overstress fracture of the distal conductor and the inner insulation and tubing was kinked/buckled. The outer insulation was also kinked/buckled and melted. All insulation was torn and had breached cuts. There was a white substance on the outer insulation. The helix was distorted/bent and there was blood on it. The lead was also stretched.